Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert occurred for out of range impedance on the right ventricular (rv) lead, and incorrect dates on the interrogation report were observed. The rv lead remains in use.